Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while performing a bronchoscopy, the bronchoscope advanced through the endotracheal tube fine but got caught at the distal tip of the tube upon withdrawal of the scope. As a result, the patient had to be extubated. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that while performing a bronchoscopy, the bronchoscope advanced throughthe endotracheal tube fine but got caught at the distal tip of the tube upon withdrawal of the scope. As a result, the patient had to be extubated. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).